Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: a visual inspection of the pump revealed the keypad cover was intact; with no damage or peeling. During testing, all the keypad buttons were unresponsive. The keypad cover was removed and no contamination was found. Unrelated to the initial complaint, the audio bolus button was unresponsive. Additionally, two cracks were observed on the battery compartment. The keypad cover was opened and moisture was observed throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.